Manufacturer narrative:
The device was not returned for evaluation; therefore, a definitive root cause could not be determined. Based on historical data, possible causes include electrical problems like impedance; open circuit; power source problem; short circuit; signal loss, loss of power; power fluctuations. Material problems like degradation. Mechanical problems like stress; deformation; fatigue; mechanical shock; wear and tear; vibration. Environmental problems like dust and dirt. Between the video processor components without any design or manufacturing defects. Olympus will continue to monitor field performance for this device. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the video processor experienced no image on the screen. The issue occurred during inspection for use, prior to patient in room for an unspecified procedure. There were no reports of patient harm.